Manufacturer narrative:
Additional information: d9, g3, h6. Event description: it was reported that during a knee prosthetic the small spleen that keeps the saw attachment from rotating the blade, broke off or fell out during the procedure. It was further reported that the spleen could not be found after the procedure but the customer is certain that it did not fell into the patient. The reported event was confirmed. The manufacturer evaluation revealed that both pins for positioning are no longer available and may have easily fallen out during change of the attachment. An adjustment of the manufacturing process has been made in 2020 to improve the connection which is now made of one piece and no pins are pressed in anymore.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee prosthetic the small spleen that keeps the saw attachment from rotating the blade broke off or fell out during the procedure. It was further reported that the spleen could not be found after the procedure but the customer is certain that it did not fall into the patient. There was no harm for patient, operator or third party reported. The surgeon decided to continue to use the device and finished the surgery successfully with the same device, but due to the missing spleen, the device had to be used with caution. It was not necessary to switch the surgical technique or do a second surgery.